Manufacturer narrative:
Additional information received: the endurant iis was implanted on the (B)(6) 2018. It was confirmed the endoleak was a iiib endoleak . It was said since the wire passes through the main body, there is no doubt that there was a hole present . For a cause of the iiib endoleak, the physician reported that there is calcification near the device and it worn out over time, and the graft might have deteriorated. Intervention was performed on (B)(6) 2022, 2 non aortic cuffs (32mm-45mm) (gore) were implanted as treatment and the endoleak disappeared. D1: updated d4: updated d6a:updated film evaluation summary: the reported endoleak was confirmed on the films provided. Lack of full pre and post- implant CT¿s did not allow for a complete assessment of the patient's anatomy and the stent graft in vivo configuration. The endoleak appears most likely to have been a type iiib fabric endoleak caused by fabric tear/abrasion near the aortic neck. The anatomical characteristic reported to have contributed to this likely type iiib endoleak (i.e. Calcification) could be appreciated on the images returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: a follow-up CT approximately 6 years post the index procedure revealed a type iiib endoleak in the endurant limb (B)(6). 4 days later, the iiib endoleak was confirmed using another contrast study.intervention was therefore performed and another companies stent graft was used to reline the endurant limb and the endoleak resolved. The physician hypothesized whether the grafts of polyester material may have been hydrolyzed due to some kind of constitutional abnormality of the patient. It is not clear what the abnormality is. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft was implanted in the endovascular treatment of a unknown sized aaa on the an unknown date.  It was reported that during follow-up , imaging identified an endoleak suspected to be a type ia or type iii.  No cause was reported.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.